Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Diopter: -.04.00. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a -04.00 diopter aq5010v three piece silicone lens. The cartridge split while delivering the lens into the eye. The incision was enlarged to remove the lens and backup lens, same model and diopter size was implanted. A suture was used. There was no damage to the lens. Reporter stated the cartridge was defected. The injector that was used was a staar injector but did not know the model. See MFR #2023826-2015-01477 for cartridge.